Event description:
Patient had a tlif procedure on (B)(6) 2010 and was implanted with 4 screws, 2 rods at l 3-4, 4-5. Post-operatively, the patient experienced non-healing of the surgical incision site. Exertion results in opening and bleeding at the site. The patient has undergone extensive testing and no infection was found. Allergy testing was done and is positive for metals. There is no plan for revision at this time. This is the # 5 of 6 of reports submitted on this event.

Manufacturer narrative:
Catalog #: on the or report, there is a line item, device description recorded as a plate; part number 449.931 x2. This is most likely an error and the part number should be 499.931, a screw, that would likely be associated with this construct. Until clarification and additional information has been received, 2 screws have been reported as unknown. Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.